Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they will have an MRI tomorrow and they need the implant charging. Patient stated that they charged all external devices now and they need to recharge their implant. Patient stated that it's been a while since they recharge their implant as they are planning to take it out. Patient made a comment that they implant never help them in the past and again it never helped them. Patient mentioned that is has always been hard to recharge and to find the implant. When asked for event date patient said they knew they will have issues since it's been a while since the implant was last charged. Agent walked patient through connecting the wireless recharger to the handset. Patient reported being back and forth to recovery mode and good connection. Patient stood up and was able to get excellent connection, patient cannot stand all throughout the recharging as they have a chronic nerve pain. Patient sat down and was able to maintain good connection. Agent asked if MRI is related on the plan of explant- patient said no. Agent advised patient to continue recharging ins and once done they can enable MRI mode in mystim app. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.